Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant at tooth site # 9 lost integration due to bone loss and infection at the implant site and was removed. Customer also reported allergic reaction. The area was grafted prior to and together with the original implant placement.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant at tooth site # 9 lost integration due to bone loss and infection at the implant site and was removed. Customer also reported allergic reaction. The area was grafted prior to and together with the original implant placement.

Manufacturer narrative:
This report is being submitted to report additional information. The product was returned. However, the reported event could not be verified as the exact details of event and patient post-placement conditions were unknown/non-verifiable. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing negative trend or non-conformance/CAPA/hhe/d/ie/product hold against the reported device that did or could cause or contribute the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The device could not be functionally tested for the reported failure. Therefore, the reported event couldn't be recreated. The complaint is not related to the functional performance of the device. A definitive root cause could not be determined. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.